Event description:
It was reported that pump experienced malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump. Initially malfunction code was cleared without recurrence. It was later determined code did reoccur. Technical support to replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.